Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ostium of the moderately calcified proximal right coronary artery (rca). There was a stent in the proximal of the rca that was deployed in a previous procedure. The 3.0 x 33 mm xience pro stent delivery system (sds) failed to cross the lesion due to calcification and the previously deployed stent and was being removed to perform additional predilatation. Resistance was felt during retraction of the sds and after removal the medial stent struts were observed to be flared. Another non-abbott stent was implanted in the lesion successfully. The patient condition is good. A delay in the procedure was reported, but it was not clinically significant for the patient. There were no adverse patient effects. No additional information was provided.